Event description:
It was reported that due to the patient no longer able to inflate or deflate the pump with his inflatable penile prosthesis (ipp). All ipp components were explanted. There were no further complications related to this surgery.

Manufacturer narrative:
Change to b5.

Event description:
It was reported that due to the patient no longer able to inflate or deflate the pump with his inflatable penile prosthesis (ipp). Ipp pump was explanted. There were no further complications related to this surgery.